Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they had a CT scan in (B)(6) and then saw a power on reset 0x400 error code. Due to the por occurring the consumer experienced a sudden return of pain due to the implantable neurostimulator (ins) turning off. The clinician programmer was used to clear the por successfully which allowed the ins to be turned back on and used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.